Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The difficulty removing the stylet could not be replicated as the stylet was not returned. The reported rupture was unable to be confirmed; however, the inner member was separated which is likely what was perceived as the rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties removing the stylet; however, the reported balloon rupture (inner member separation) appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex coronary artery. The stylet was difficult to remove from the 3.0x12 mm nc trek rx balloon dilatation catheter (bdc). There was no difficulty removing the protective sheath. Gauze pads were used to grip the stylet in order to successfully remove the stylet. The balloon looked fine and the nc trek rx bdc was advanced to the target lesion, however during inflation to 8 atmospheres a balloon rupture occurred. The procedure was successfully completed with a new nc trek rx bdc. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.